Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The wife of a customer reported via phone call that the insulin pump and transmitter are not alerting to her husband's low blood glucose. Customer indicated that she found her husband passed out and gave him a glucagon shot and his blood glucose was below 30 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose. Troubleshooting found that the mini link and the transmitter both passed functional check and appears that an old sensor is working as designed. Customer indicated that she discarded the other sensor and that her husband may have pressed buttons out of frustration and low blood glucose may have been due to human error.